Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas issued repeated restart alerts shortly after initiation, culminating in a factory reset and subsequent additional restart, consistent with a device restart/malfunction and low battery voltage issue; the user lacked initial training, and a replacement ilet was provided while the user continued cgm through dexcom. Symptoms included hyperglycemia with glucose over 500 mg/dl for about 8 hours and vomiting, with negative ketones and no medical intervention or hospitalization. Outcomes included temporary interruption of insulin delivery risk and need for device replacement and user education. At the time of this report, the device investigation has not been performed. Once the physical evaluation is completed, a supplemental report will be submitted.